Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient underwent surgery to repair her recurrent incisional hernia with component separation on (B)(6) 2016. The surgeon noted the ¿adhesions to the previous mesh, which had shifted to the right side¿ were taken down and the mesh was excised. It was reported the patient continues to experience bowel severe pain, adhesions, lysis of adhesions, recurrence, revisions surgeries, scarring, disfigurement, nausea, diarrhea, chills, inflammation, loss of appetite and stress and anxiety which have impaired her daily activities of living. No additional information.

Manufacturer narrative:
It was reported that patient underwent mesh repair on (B)(4) 2016 and mesh bard was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.